Event description:
Per provider a part snapped.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1525712-2013-02911 indicting the brand name as powered wheelchair, device is a mechanical (manual) wheelchair, common device name as 890.3860, actual is 890.3850, product code as iti, actual is ior, manufacturer as unknown, actual manufacturer is invamex and the model is an unknown 9000 series. The FDA registration number was reported as (B)(4) when it is actually (B)(4).